Manufacturer narrative:
Correction made to b3 event date: 5/9/2024 (previously submitted as asku) correction made to b5: it was reported that there was a separation between the female connector and main body of one (1) [previously submitted as two (2)] minicap transfer set; further described as ¿navy thread area came unscrewed." Correction made to d1: brand name: minicap (previously submitted as minicap transfer set) h11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) minicap transfer sets; further described as ¿navy thread area came unscrewed." This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.